Event description:
The patient reported that the neurologist had the patient's vns programmed off as the patient states that seizures have become more frequent and severe since implant. No diagnostics issues were reported. The physician noted that this was a new patient to him so he wasn't sure about the patient's more severe seizures and if the vns was causing the more severe seizures. No further relevant information has been received to date.